Manufacturer narrative:
(B)(4) - no longer in business since august 2015.

Event description:
Tanning device - during normal use it appears electrical short generated an ignition by one or more lamps has caused the equipment to ignite causing the material to burn in the canopy operating area within the unit. Fire department extinguished the fire. No injury occured to user.